Manufacturer narrative:
Investigation summary: material 445871 is manufactured by the tubes being filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are packaged into final shipping configurations. The batch history record review for batch 4044267 was satisfactory per internal procedures. Filling and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 4044267 (17 tubes) were available for inspection. No defects were observed in the retention samples. The retention samples were sent to qc for testing. Batch 4044267 was tested, and the calibrator tubes were reading as satisfactory. There were no photos or returns received to assist with the investigation. The qc test consisted of the calibrator tubes being placed in the appropriate position per the instruction manual with satisfactory readings. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported after using the bd bactec mgit 960 calibrator kit, an unspecified number of tubes tested false positive. The customer noted no bacteria or mycobacteria in the false positive tubes. There was no health impact or consequences reported.

Event description:
It was reported after using the bd bactec mgit 960 calibrator kit, an unspecified number of tubes tested false positive. The customer noted no bacteria or mycobacteria in the false positive tubes. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.